Event description:
It was reported that the "catheter pulled out" and was not in the intrathecal space. The pump was explanted; replacement of the infusion system was planned. No patient injury was reported; the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.